Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "thirty-day outcomes of a novel transcatheter heart valve to treat degenerated surgical valves - the ¿vivall¿ multi-center, single-arm, pilot study", authors ulrich schäfer et al. It was learnt that during the vivall study conducted in germany between august 2017 and september 2018, 30 patients with failing surgical aortic bioprosthetic valves were treated with transfemoral implantation of a non-edwards device. Out of these 30 devices, the following event was identified as pertaining to edwards device: it was reported that patient #21 with a 23mm edwards surgical valve underwent a valve-in-valve procedure due to degeneration leading to stenosis (pre-procedure invasive peak gradient: 57mmhg) after an unknown implant duration.

Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.